Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering was able to confirm the complainant's experience of a fractured cannula. The wall thickness of the cannula was measured and was found to be uneven. The likely root cause of the fracture is the uneven cannula wall thickness, which occurred during the injection molding process of the cannula. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has implemented process enhancements intended to further minimize the potential for this type of incident to occur. This report represents the initial and final report.

Event description:
Procedure performed: robotic assisted reconstruction abdominal wall. Event description: (B)(4) addresses event 1 of 2. (B)(4) addresses event 2 of 2. "The surgeon was performing the case on (B)(6) 2017, when the trocar broke in half during the procedure. The pieces of the product were retrieved and the patient was not harmed. Unfortunately, there were no further details available at the time of the procedure." Type of intervention: na. Patient status: no patient injury.

Manufacturer narrative:
This report is to follow-up medwatch report # (B)(4).

Event description:
Additional information received via medwatch report# (B)(4) received on september 12, 2017: "event desc: patient underwent a robotic assisted recurrent inguinal hernia repair. During the case, the 12mm x 150mm trocar broke in half. All parts retrieved and there was no harm to the patient. Per reporter, the product was returned to applied medical. The final resolution product will be analyzed and a replacement will be provided. What was the original intended procedure? Robotic assisted inguinal hernia repair. Device usage problem: device failed (e.g broke, couldn't get it to work or stopped working."